Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 406852, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during implantation, the setscrew could not be engaged and the device was unable to pace. The patient required transcutaneous pacing due to the patient being pacing dependent. The physician was unable to remove the wrench from the grommet initially, however once he was able to remove the wrench, the setscrew was found to be on the tip of the wrench. The setscrew was lost during the procedure. The device was removed and replaced without complications. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.